Event description:
The control solutions are reading off the scale. A pt had a blood sugar reading of 229 on the starter kit unit using the test strips and 300 at the laboratory. Two units were tried with the same results. The units were not double checked using different strips. The pt was a newly diagnosed diabetic who had been walked through the procedure twice at the pharmacy and once at the dr's office.